Manufacturer narrative:
Cmp-(B)(4). (B)(6) study. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a manipulation under anesthesia and adhesion removal due to stiffness. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: femur cemented cruciate retaining (cr) standard left size 9 cat: 42502606601 lot:62863628. Tibia cemented 5 degree stemmed left size f cat: 42532007501 lot: 62811874. Reported event was confirmed by review of clinical notes. Device history record was reviewed and no discrepancies were found. Review of complaint history determined no further action(s) is/are required. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a manipulation under anesthesia approximately six (6) weeks post-operatively, and adhesion removal approximately thirteen (13) months post-implantation due to continuing stiffness and loss of range of motion with pain due to arthrofibrosis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.